Event description:
A us distributor reported that a patient's battery charger was unable to charge or recognize a battery pack.

Manufacturer narrative:
The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure is underway. The root cause is underway. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge or recognize a battery pack.

Manufacturer narrative:
The charger has not yet been returned to the manufacturer, and the evaluation has not yet begun. The root cause for the reported failure could not yet be positively identified, a supplemental report will be submitted upon the return and completion of the charger evaluation. No adverse event resulted from the damaged charger. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure is underway. The root cause is underway. No adverse event resulted from the damaged charger.